Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, a technical support specialist (tss) reviewed the reported medication dispense behavior and analyzed the associated hl7 rxe data to determine why the medstation prompted removal of a single vial instead of multiple vials. The review suggested that field values and prior configuration settings may have influenced the dispense behavior, however, the issue could not be recreated, and available evidence was insufficient to confirm a root cause. Further testing was recommended once the test environment was restored. The customer agreed to close the case, and ongoing investigation was transitioned to a new, related ticket for future follow up. The system functioned as intended after technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ es server, dispense amount instead of calculating based on unit amount nurses to remove only one vial of a specific medication, even though the ordered dose should require multiple vials to satisfy the total amount. There were no adverse events or injuries reported based on this event.